Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test or verify audio/vibrate anomaly due to the blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that insulin pump had greyish white display. Customer¿s blood glucose level was 80 mg/dl at the time of incident. Customer state that self test was passed and mentioned that it went back to black normal screen. Customer was already reported it twice and they afraid might be having hazy screen again. Customer stated insulin pump was makes weird sounds and has screen has gone white. Troubleshooting was performed for blank display. No report of pump screen flashing when screen was turned on after being in sleep mode. Customer also stated motor makes screeching sound during load sequence. Customer then stated that the screen went back to black in background. Advised to monitor the insulin pump. The insulin pump will be returned be for analysis.